Event description:
It was reported that this right atrial (ra) lead exhibited fluctuating and high pacing thresholds. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).